Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was not within line of sight of the pump. Tandem customer technical support (cts) educated the customer on loss of connection and advised customer to continue to monitor and contact cts should an issue arise. No additional patient information was available.